Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), pelvic infection ("infection"), vaginal haemorrhage ("excessive and abnormal bleeding/ vaginal bleeding") and pelvic abscess ("abscesses") in a 22-year-old female patient who had essure (batch no. 952112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (dob ((B)(6) 2008 and (B)(6) 2011)), neck strain, back pain, obesity, morning sickness, uti, chlamydial infection, lower segment caesarean section (reason: forty week pregnancy, arrest of descent, arrest of dilatation, cephalopelvic disproportion) in 2008, schizophrenia, recurrent depressive disorder, flank pain, fever, dental caries, gestational hypertension (first pregnancy), pyelonephritis, tooth pain, sleeplessness, nausea, vomiting, mouth pain, copd, bladder infection, kidney infection, attention deficit-hyperactivity disorder, panic disorder, suicidal ideation, gout and cesarean section on (B)(6) 2011. Patient does not use alcohol. Previously administered products included for an unreported indication: caffeine. Concurrent conditions included bipolar disorder since 2003, tobacco user, smoker (half pack of cigarettes a day), anxiety, asthma, allergic reaction to antibiotics (hives), latex allergy (hives), flu symptoms, sore throat, cold symptoms, earache, fever, swallowing painful, acute tonsillitis, throat pain, cough, nasal congestion, laryngotracheitis, breast pain, breast lump, nipple discharge, drug abuse, alcohol abuse, abscess limb, vaginal spasm, dysfunctional uterine bleeding, psoriasis, anemia, contusion of abdominal wall, menorrhagia, menometrorrhagia, spider bite, fever, vomiting, acute salpingitis, bleed in luteal cyst and sulfonamide allergy. Family history included mental disorder nos (mother), myocardial infarction (father), arthritis (brother), benign essential hypertension, alzheimer's disease (brother), arthritis (brother), asthma (brother), cerebrovascular accident, congestive heart failure, coronary artery disease, diabetes mellitus, emphysema (brother), glaucoma, hypertension, lung cancer, malignant neoplasm of brain, malignant neoplasm of cervix uteri, seizures, type 2 diabetes mellitus (brother) and hepatitis. Concomitant products included ibuprofen since 2015 for fever as well as amoxicillin, fumarate disodium since 2015, hydrocodone since 2012, paracetamol (acetaminophen) since 2012 and quetiapine since 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("menorrhagia") with abdominal pain lower and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced dyspareunia ("inability to have sexual intercourse/ painful sex"). In (B)(6) 2013, the patient experienced urinary tract disorder ("urinary problems or changes") with vaginal discharge and bladder disorder ("bladder problems") with abdominal pain. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), pelvic abscess (seriousness criterion medically significant), pelvic adhesions ("adhesions") and back pain ("back pain"). The patient was treated with surgery (hysterectomy salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic infection, pelvic abscess, urinary tract disorder, pelvic adhesions, menorrhagia and back pain outcome was unknown and the vaginal haemorrhage, bladder disorder, dyspareunia, dysmenorrhoea and fatigue had resolved. The reporter considered back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic abscess, pelvic adhesions, pelvic infection, urinary tract disorder and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient tolerated the essure insertion procedure well. On (B)(6) 2015, patient had total laparoscopic hysterectomy with bilateral salpingectomy/ lysis of adhesions/ right ovarian cystectomy, cystoscopy, she tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of both tubes; on (B)(6) 2012: occlusion of bilateral fallopian tubes on (B)(6) 2007, patient had CT brain w/o contrast, summary: no acute intracerebral abnormality. Bilateral antral retention cysts. On (B)(6) 2008, us pregnancy echo complete, impression: single live intrauterine gestation was seen. Estimated gestational age as described. Questionable debris in the lower aspect of the uterus. On (B)(6) 2008, surgical pathology report, gross description: specimen was a placenta and umbilical cord weighing 581 grams. It was in two fragments. Putting it together, it appears likely to be complete. I can match the fragments. The specimen measures 15 x 15 cm in its surface dimensions and has an average thickness of 2.5 cm. The cord inserts centrally. Length of attached cord 23 cm and there are two separate segments measuring 4 and 8 cm. Average diameter 1 cm three vessels present. Cord and membranes normal. Examination of the maternal surface of both fragments, the main body plus the additional small fragments, reveals no abnormality; arid on serially sectioning, no focal lesion is seen. Sections taken of placenta, cord and membranes. Separately received is a plaque of material that is completely infarcted which is believed to be associated with the disappearing twin. It does appear to be a separate completely infarcted placenta where the infarction has occurred long ago. It measures 8.5 x 7.5 cm in its surface dimensions and 5 mm in thickness. There is a hint of surface membrane. There was no fetus. A section taken across the full dimension of this specimen was specifically labeled a. By history, these two specimens were delivered by cesarean section, indication failure of labor to progress. Microscopic description: the cord and membranes of the viable fetus are normal. The placenta shows normal term features. The separate disc of tissue was confirmed to be a long ago infarcted placenta. There was some calcification. There is attached decidua and there was an amniotic membrane present and the amniotic membrane still was viable, no recognizable fetal tissue. Thus, this was once long ago dizygotic twinning with complete infarction and loss of one of the two twins. On (B)(6) 2010, us pregnancy echo complete (early pregnancy, assess dates), impression: early viable intrauterine pregnancy estimated at 11 weeks and 1 day plus or minus six days by crown-rump length. On (B)(6) 2010, us pregnancy echo complete, impression: single fetus of estimated gestational age of 11 weeks 5 days with cardiac actively confirmed. Amount of amniotic fluid may be slightly less than on recent study from (B)(6) 2010 and close follow up recommended to monitor. On (B)(6) 2010, us renal echo, impression: 1. Somewhat limited examination. 2. Sonographically normal appearing kidneys. 3. Mild asymmetric prominence of the left renal pelvis without definite hydronephrosis, bilaterally. On (B)(6) 2012, nonobstetric pelvis ultrasound, impression: 1. No focal endometrial abnormality to account for patient¿s symptoms. 2. Normal sonographic appearance of ovarian clinical correlation for a spectrum of polycystic ovarian disease, as this can sonographically appear normal. On (B)(6) 2012, transabdominal and transvaginal pelvic ultrasound, findings: the examination was markedly limited technically due to the patient's body habitus and inability to tolerate endovaginal scanning. The uterus measures 9.5 cm in length. No myometrial abnormality was demonstrated. The endometrial stripe thickness appears normal. Neither ovary could be demonstrated due to the limited endo vaginal scanning. No pelvic mass or free fluid was identified. Impression: limited examination as described with no gross abnormality detected. Malposition of essure device ((B)(6) 2012). 1st confirmation test - essure not in place, not completely closed. 2nd test - total occlusion. On (B)(6) 2012, patient had essure confirmation test (hysterosalpingogram). Findings: the essure devices were each identified in the proximal tubes. There was no evidence of opacification of either fallopian tube consistent with tubal occlusion endometrial cavity appears normal. Impression: essure devices in expected position with occlusion of bilateral fallopian tubes. On (B)(6) 2015, non contrast CT abdomen and pelvis, findings: images through the lung bases reveal minimal atelectasis and no evidence of consolidation or effusions. The gallbladder surgically absent. The non contrast appearance of the liver, spleen, adrenals, kidneys, and pancreas is within normal limits. No evidence of bowel obstruction, free intraperitoneal air, or ascites. The appendix was visualized and was within normal limits. No evidence of abdominal aortic aneurysm. No evidence of significant abdominal or pelvic adenopathy. The uterus appears to be within normal limits. There was a 2.4 cm right ovarian cyst, likely physiologic. A tampon was present within the vagina. Bone window images reveal no acute osseous abnormalities. Impression: 1. No acute abnormalities in the abdomen or pelvis. 2. 2.4 cm right ovarian cyst, likely physiologic. On (B)(6) 2015, MRI of the cervical spine, impression: 1. Degenerative disc disease as described. There was a small central hnp at cs-6 without frank neural impingement or central canal stenosis. 2. Loss of the normal lordosis. This could reflect muscle spasm. Clinical correlation was required. On (B)(6) 2015, MRI thoracic spine without contrast, impression: 1. Minimal thoracic scoliosis convex to the right. T11 vertebral body hemangioma. No significant focal abnormalities were demonstrated. On (B)(6) 2015, lumbar spine MRI, impression: mild degenerative changes at multiple levels. On (B)(6) 2015, surgical pathology report, gross description: received in four parts: a) received in formalin as right fallopian tube was a 5 cm long fallopian tube. The specimen has a diameter of 0.5-0.6 cm. Scattered paratubal cysts are identified near the fimbriated end. No discrete lesions arc noted on section. Representative tissue was submitted in cassette a. B) received in formalin as left fallopian tube was a fragmented fallopian tube. The pieces are 5 cm in aggregate length. The tube has an average diameter of 0.5 cm there was a coiled metallic structure present within the lumen of the tube. No discrete lesions are noted on section. Representative tissue is submitted in cassette b. C) received in formalin as biopsy tram right ovarian cyst were multiple fragments of gray tan fibromembranous tissue intermixed with clotted blood. The pieces are 2 x 2 x 1 cm in aggregate. The specimen was entirely submitted in cassettes cl through c3. D) received in formalin as uterus and cervix was a 140 gram specimen consisting of a uterus with attached cervix. The specimen was 10 cm in length, 6 cm from cornu to cornu, and 5 cm. From anterior to posterior. The uterine serosa was slightly erythematous with scattered adhesions and delicate cystic structures. The cervix was 2.5 x 2 cm. It was covered with smooth white-tan mucosa. The trabeculated endocervical canal has a diameter of o.8cm. No discrete cervical lesions arc identified. The 3.5 x 3 cm. Endometrial cavity was lined by a pink-red endometrium sections reveal that the endometrium has an average thickness of 0.3 cm. And overlies a myometrium which ranges from 1.5 to 2 cm. In thickness. No discrete endometrial lesions arc identified. The myometrium was smooth and white-tan. No discrete myometrial lesions are identified. Coiled wire is identified in the left cornua of the uterus. No other discrete lesions were identified. Representative tissue was submitted as follows: d1 - serosal adhesions: d2- cervix; d3 through ds-anterior endomyometrium; d6 through d8 posterior endomyometrium. On (B)(6) 2013 hysterosalpingogram was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical complain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for permanent contraception. On (B)(6) 2012 hsg was done and confirmed satisfactory placement and full occlusion of tubes. Sometime after the procedure, she began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe and chronic pelvic pain, excessive and abnormal bleeding, adhesions, abscesses, and infection. On (B)(6) 2015, total laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesions and right ovarian cystoscopy (interpreted as cystectomy). Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had infections (interpreted as pelvic infections), excessive and abnormal bleeding (genital bleeding) and abscesses (interpreted as pelvic abscesses) after essure (fallopian tube occlusion insert) insertion. Two years and seven months later, she underwent total laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesions and right ovarian cystoscopy pelvic infections, pelvic abscesses and genital bleeding are anticipated while pelvic adhesions are not anticipated in the reference safety information for essure. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, a causal relationship between essure inserts and pelvic infections, abscesses and adhesions cannot be excluded. Taking into consideration this context and the fact that essure therapy may also cause abnormal bleedings, a causal relationship with essure cannot be excluded either. This case is regarded as incident since surgical device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow-up received on 07-dec-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had infections (interpreted as pelvic infections), excessive and abnormal bleeding (genital bleeding) and abscesses (interpreted as pelvic abscesses) after essure (fallopian tube occlusion insert) insertion. Two years and seven months later, she underwent total laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesions and right ovarian cystoscopy pelvic infections, pelvic abscesses and genital bleeding are anticipated while pelvic adhesions are not anticipated in the reference safety information for essure. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, a causal relationship between essure inserts and pelvic infections, abscesses and adhesions cannot be excluded. Taking into consideration this context and the fact that essure therapy may also cause abnormal bleedings, a causal relationship with essure cannot be excluded either. This case is regarded as incident since surgical device removal was required (implied). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), pelvic infection ("infection"), genital haemorrhage ("excessive and abnormal bleeding/ vaginal bleeding") and pelvic abscess ("abscesses") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (dob (B)(6)) concurrent conditions included bipolar disorder since 2003. Concomitant products included fumarate disodium since 2015, hydrocodone since 2012, ibuprofen since 2015, paracetamol (acetaminophen) since 2012 and quetiapine since 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("menorrhagia") with abdominal pain lower and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced dyspareunia ("inability to have sexual intercourse/ painful sex"). In (B)(6) 2013, the patient experienced urinary tract disorder ("urinary problems or changes") with vaginal discharge and bladder disorder ("bladder problems") with abdominal pain. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic abscess (seriousness criterion medically significant), pelvic adhesions ("adhesions") and back pain ("back pain"). The patient was treated with surgery (hysterectomy salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic infection, pelvic abscess, urinary tract disorder, pelvic adhesions, menorrhagia and back pain outcome was unknown and the genital haemorrhage, bladder disorder, dyspareunia, dysmenorrhoea and fatigue had resolved. The reporter considered bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic abscess, pelvic adhesions, pelvic infection and urinary tract disorder to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of both tubes; on (B)(6) 2012: failure to occlude (close) fallopian tubes. Malposition of essure device ((B)(6) 2012). 1st confirmation test - essure not in place, not completely closed. 2nd test - total occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-jan-2018: new events: vaginal hemorrhage, dyspareunia, urinary tract disorder, bladder disorder, dysmenorrhoea, vaginal discharge, fatigue, abdominal pain were added. Previously reported event¿ genital hemorrhage¿ outcome updated from unknown to recovered. Patient information (dob, height), historical condition also added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), pelvic infection ("infection"), vaginal haemorrhage ("excessive and abnormal bleeding/ vaginal bleeding") and pelvic abscess ("abscesses") in a (B)(6) year-old female patient who had essure (batch no. 952112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (dob ((B)(6) 2008 and (B)(6) 2011)), neck strain, back pain, obesity, morning sickness, uti, chlamydial infection, cesarean section (reason: forty week pregnancy, arrest of descent, arrest of dilatation, cephalopelvic disproportion) in 2008, schizophrenia, recurrent depressive disorder, flank pain, fever, dental caries, gestational hypertension (first pregnancy), pyelonephritis, tooth pain, sleep unwell, nausea, vomiting, mouth pain, copd, bladder infection, kidney infection, attention deficit/hyperactivity disorder nos, panic disorder, suicidal ideation, gout and cesarean section on (B)(6) 2011. Patient does not use alcohol. Previously administered products included for an unreported indication: caffeine. Concurrent conditions included bipolar disorder since 2003, tobacco user, smoker (half pack of cigarettes a day), anxiety, asthma, allergic reaction to antibiotics (hives), latex allergy (hives), flu symptoms, sore throat, cold symptoms, earache, fever, swallowing painful, acute tonsillitis, throat pain, cough, nasal congestion, laryngotracheitis, breast pain, breast lump, nipple discharge, drug abuse, alcohol abuse, abscess limb, vaginal spasm, dysfunctional uterine bleeding, psoriasis, anemia, contusion of abdominal wall, menorrhagia, menometrorrhagia, spider bite, fever, vomiting, acute salpingitis, bleed in luteal cyst and sulfonamide allergy. Family history included mental disorder nos (mother), myocardial infarction (father), arthritis (brother), benign essential hypertension, alzheimer's disease (brother), arthritis (brother), asthma (brother), cerebrovascular accident, congestive heart failure, coronary artery disease, diabetes mellitus, emphysema (brother), glaucoma, hypertension, lung cancer, malignant neoplasm of brain, malignant neoplasm of cervix uteri, seizures, type 2 diabetes mellitus (brother) and hepatitis. Concomitant products included ibuprofen since 2015 for fever as well as amoxicillin, fumarate disodium since 2015, hydrocodone since 2012, paracetamol (acetaminophen) since 2012 and quetiapine since 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("menorrhagia") with abdominal pain lower and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced dyspareunia ("inability to have sexual intercourse/ painful sex"). In (B)(6) 2013, the patient experienced urinary tract disorder ("urinary problems or changes") with vaginal discharge and bladder disorder ("bladder problems") with abdominal pain. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), pelvic abscess (seriousness criterion medically significant), pelvic adhesions ("adhesions") and back pain ("back pain"). The patient was treated with surgery (hysterectomy salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic infection, pelvic abscess, urinary tract disorder, pelvic adhesions, menorrhagia and back pain outcome was unknown and the vaginal haemorrhage, bladder disorder, dyspareunia, dysmenorrhoea and fatigue had resolved. The reporter considered back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic abscess, pelvic adhesions, pelvic infection, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated the essure insertion procedure well. On (B)(6) 2015, patient had total laparoscopic hysterectomy with bilateral salpingectomy/ lysis of adhesions/ right ovarian cystectomy, cystoscopy, she tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of both tubes; on (B)(6) 2012: occlusion of bilateral fallopian tubes on (B)(6) 2007, patient had CT brain w/o contrast, summary: no acute intracerebral abnormality. Bilateral antral retention cysts. On (B)(6) 2008, us pregnancy echo complete, impression: single live intrauterine gestation was seen. Estimated gestational age as described. Questionable debris in the lower aspect of the uterus. On (B)(6) 2008, surgical pathology report, gross description: specimen was a placenta and umbilical cord weighing 581 grams. It was in two fragments. Putting it together, it appears likely to be complete. I can match the fragments. The specimen measures 15 x 15 cm in its surface dimensions and has an average thickness of 2.5 cm. The cord inserts centrally. Length of attached cord 23 cm and there are two separate segments measuring 4 and 8 cm. Average diameter 1 cm three vessels present. Cord and membranes normal. Examination of the maternal surface of both fragments, the main body plus the additional small fragments, reveals no abnormality; arid on serially sectioning, no focal lesion is seen. Sections taken of placenta, cord and membranes. Separately received is a plaque of material that is completely infarcted which is believed to be associated with the disappearing twin. It does appear to be a separate completely infarcted placenta where the infarction has occurred long ago. It measures 8.5 x 7.5 cm in its surface dimensions and 5 mm in thickness. There is a hint of surface membrane. There was no fetus. A section taken across the full dimension of this specimen was specifically labeled a. By history, these two specimens were delivered by cesarean section, indication failure of labor to progress. Microscopic description: the cord and membranes of the viable fetus are normal. The placenta shows normal term features. The separate disc of tissue was confirmed to be a long ago infarcted placenta1. There was some calcification. There is attached decidua and there was an amniotic membrane present and the amniotic membrane still was viable, no recognizable fetal tissue. Thus, this was once long ago dizygotic twinning with complete infarction and loss of one of the two twins. On (B)(6) 2010, us pregnancy echo complete (early pregnancy, assess dates), impression: early viable intrauterine pregnancy estimated at 11 weeks and 1 day plus or minus six days by crown-rump length. On (B)(6) 2010, us pregnancy echo complete, impression: single fetus of estimated gestational age of 11 weeks 5 days with cardiac activily confirmed. Amount of amniotic fluid may be slightly less than on recent study from (B)(6) 2010 and close follow up recommended to monitor. On (B)(6) 2010, us renal echo, impression: somewhat limited examination. Sonographically normal appearing kidneys. Mild asymmetric prominence of the left renal pelvis without definite hydronephrosis, bilaterally. On (B)(6) 2012, nonobstetric pelvis ultrasound, impression: no focal endometrial abnormality to account for patient¿s symptoms. Normal sonographic appearance of ovarian clinical correlation for a spectrum of polycystic ovarian disease, as this can sonographically appear normal. On (B)(6) 2012, transabdominal and transvaginal pelvic ultrasound, findings: the examination was markedly limited technically due to the patient's body habitus and inability to tolerate endovaginal scanning. The uterus measures 9.5 cm in length. No myometrial abnormality was demonstrated. The endometrial stripe thickness appears normal. Neither ovary could be demonstrated due to the limited endo vaginal scanning. No pelvic mass or free fluid was identified. Impression: limited examination as described with no gross abnormality detected. Malposition of essure device ((B)(6) 2012). 1st confirmation test - essure not in place, not completely closed. 2nd test - total occlusion. On (B)(6) 2012, patient had essure confirmation test (hysterosalpingogram). Findings: the essure devices were each identified in the proximal tubes. There was no evidence of opacification of either fallopian tube consistent with tubal occlusion endometrial cavity appears normal. Impression: essure devices in expected position with occlusion of bilateral fallopian tubes. On (B)(6) 2015, non contrast CT abdomen and pelvis, findings: images through the lung bases reveal minimal atelectasis and no evidence of consolidation or effusions. The gallbladder surgically absent. The non contrast appearance of the liver, spleen, adrenals, kidneys, and pancreas is within normal limits. No evidence of bowel obstruction, free intraperitoneal air, or ascites. The appendix was visualized and was within normal limits. No evidence of abdominal aortic aneurysm. No evidence of significant abdominal or pelvic adenopathy. The uterus appears to be within normal limits. There was a 2.4 cm right ovarian cyst, likely physiologic. A tampon was present within the vagina. Bone window images reveal no acute osseous abnormalities. Impression: no acute abnormalities in the abdomen or pelvis. 2.4 cm right ovarian cyst, likely physiologic. On (B)(6) 2015, MRI of the cervical spine, impression: degenerative disc disease as described. There was a small central hnp at cs-6 without frank neural impingement or central canal stenosis. Loss of the normal lordosis. This could reflect muscle spasm. Clinical correlation was required. On (B)(6) 2015, MRI thoracic spine without contrast, impression: minimal thoracic scoliosis convex to the right. T11 vertebral body hemangioma. No significant focal abnormalities were demonstrated. On (B)(6) 2015, lumbar spine MRI, impression: mild degenerative changes at multiple levels. On (B)(6) 2015, surgical pathology report, gross description: received in four parts: received in formalin as right fallopian tube was a 5 cm long fallopian tube. The specimen has a diameter of 0.5-0.6 cm. Scattered paratubal cysts are identified near the fimbriated end. No discrete lesions arc noted on section. Representative tissue was submitted in cassette a. Received in formalin as left fallopian tube was a fragmented fallopian tube. The pieces are 5 cm in aggregate length. The tube has an average diameter of 0.5 cm ti1ere was a coiled metallic structure present within the lumen of the tube. No discrete lesions are noted on section. Representative tissue is submitted in cassette b. Received in formalin as biopsy tram right ovarian cyst were multiple fragments of gray tan fibromembranous tissue intermixed with clotted blood. Ti1e pieces are 2 x 2 x 1 cm in aggregate. The specimen was entirely submitted in cassettes cl through c3. Received in formalin as uterus and cervix was a 140 gram specimen consisting of a uterus with attached cervix. The specimen was 10 cm in length, 6 cm from cornu to cornu, and 5 cm. From anterior to posterior. The uterine serosa was slightly erythematous with scattered adhesions and delicate cystic structures. The cervix was 2.5 x 2 cm. It was covered with smooth white-tan mucosa. The trabeculated endocervical canal has a diameter of o.8cm. No discrete cervical lesions arc identified. The 3.5 x 3 cm. Endometrial cavity was lined by a pink-red endometrium sections reveal that the endometrium has an average thickness of 0.3 cm. And overlies a myometrium which ranges from 1.5 to 2 cm. In thickness. No discrete endometrial lesions arc identified. The myometrium was smooth and white-tan. No discrete myometrial lesions are identified. Coiled wire is identified in the left cornua of the uterus. No other discrete lesions were identified. Representative tissue was submitted as follows: d1 - serosal adhesions: d2- cervix; d3 through ds-anterior endomyometrium; d6 through d8 posterior endomyometrium. Most recent follow-up information incorporated above includes: on 24-jan-2018: medical record received. Reporter information updated, case became medically confirmed. Patient¿s demographic information, relevant history and lab data updated. Essure start date updated from (B)(6) 2012 to (B)(6) 2012. Essure lot number 952112 was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.